Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a radial capsule tear occurred during a laser assisted cataract procedure. Reporter indicated the capsule seemed intact after removal of the cataract. After phaco surgeon noticed a radial split. An anterior vitrectomy was performed and a three piece intraocular lens (iol) was placed in the sulcus. Surgeon indicated he is not sure exactly when the capsule split occurred. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information is available. There is insufficient evidence contained within the reported information at this time indicates that the design or performance of the laser had any effect on the integrity of the anterior capsule. No service was requested by the customer, or performed on the system due to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information is available.